Manufacturer narrative:
The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely due to some kind of stress problem. The most probable cause is component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the tracheal intubation fiberscope had adhesive on bending section cover corroded. There were no reports of patient involvement.